Manufacturer narrative:
Reference record (B)(4). Catalog number is the us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced stoma site odor and oozing. On (B)(6) 2021, the patient was prescribed unknown oral antibiotics to treat stoma site. On (B)(6) 2021, it was reported that the stoma site oozing has improved and reports development of granuloma above the stoma site. The patient was re-evaluated on (B)(6) 2021 and was prescribed a second oral antibiotic, flagyl 1,000 mg for one week.